Event description:
The customer reported that he spectrum pump displayed false air-in-line alarms. There was no patient involvement. Error occurred during testing. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for evaluation. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.